Event description:
It was reported that a malfunction alarm occurred with a code indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the device, resolving the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurred.